Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2005. A review of the invoice history confirmed the initial surgery date; however, an invoice history could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06624 & 06625).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2005. A review of the invoice history confirmed the initial surgery date; however, an invoice history could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient underwent a two-stage revision procedure where all components were removed (B)(6) 2005 and replaced with competitor product (B)(6) . Revision op report dated (B)(6) 2005 notes the presence of aseptic loosening, metallic staining, osteolysis, metallic stain debris, and fibrous tissue. In addition, op report notes high level of friction was observed during manual articulation of the femoral head with the acetabulum. During preoperative testing, cloudy yellow tissue was aspirated from the joint; however, no fluid was noted during the revision procedure.